Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1, -4.0 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6)2023. On (B)(6)2023 the lens was replaced with a toric lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken/bent. Dimensional and functional inspection found the lens to be within specifications. Claim #: (B)(4).